Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling. The events of seroma and inflammation are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Reason for reoperation is for inflammation and peri-implant inflammatory fluid.

Event description:
Physician reports: inflammation and peri-implant inflammatory fluid. The device was explanted. This relates to the right side.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified; crease fold, wear abrasion, deformation, and the weight the device within specification. After the autoclave cycle: cloudy gel color and voids were observed. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
Physician reports: inflammation and peri-implant inflammatory fluid. The device was explanted. This relates to the right side.